Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that the handpiece found to be not functioning after being tested with test tip. Opened another device to complete the case. There was no consequence to pt.